Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: lymphadenopathy/capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced bilateral baker capsular contracture post procedure, baker grade IV on the left, and unknown baker grade on the right. The left implant was painful, hard, was moving up and down about six inches, and there was a burning sensation. A capsular contracture diagnosis was confirmed by the physician¿s office. Additionally, right sided rupture was suspected. Also, the right implant was described to have potential lymphadenopathy. There was swelling with pain in the chest and rib area. As a result, bilateral explant without replacement was performed on (B)(6) 2020. This report relates to the right prosthesis. See 1645337-2020-01962 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5623072, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2021. On (B)(6) 2021 mentor became aware that this report is a duplicate of 1645337-2020-11369. This report has been updated with all of the most current and correct information. All subsequent reporting will be performed on this report. This event was submitted to the FDA under mw5095187. The patient experienced a diagnosis of rheumatoid arthritis in addition to the issues reported previously. This has been reflected in h6 (health effect - clinical code). Reason for device explant and/or reoperation: autoimmune reaction/capsular contracture/lymphadenopathy/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The date of explant was clarified to be (B)(6) 2020. In addition to the issues reported previously, unspecified autoimmune issues (no known diagnosis), hair loss, and migraines were noted. Reason for device explant and/or reoperation: capsular contracture/generalized illness/lymphadenopathy manufacturer¿s reference number: (B)(4).